Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2016 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse had the customer perform the decontamination procedure on the substrate and performed a precision run. The results for level 1 was 1.25% and level 2 was 3.25%. Instrument is functioning as intended. The most probable cause for this event is contamination of the substrate line. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2016 the customer reported imprecision on patient results for ipth on their aia-360. The customer is running tosoh quality control lot #250. They ran the qc material and all results were normal. Results were as follow: level 1= 50.8 range 40 to 59; level 2= 716 range 620 to 930/ then the customer ran a patient sample pre surgery and the result was 80. A post surgery patient sample result was < l. Results were not reported and a repeat test was performed and the result was 26. The customer than ran n=10 precision run and the reuslts were as follow: 47.5, 54.0, 47.7, 51.7, 52.7, 51.0, 2.5, 47.8, 56.0, and 50.6. The results show that there is imprecision issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.